Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer declined tandem technical support's offer to troubleshoot and declined to provide further information. Customer did not believe pump/supplies contributed to elevated bg.